Event description:
The customer reported to customer svc that her transformer sparked and was smoking from the housing where the cord is attached.

Manufacturer narrative:
A replacement transformer was sent to the customer. In f/u with the customer she stated that when she plugged in her transformer it stated to smoke and melted a little where the cord leaves the adapter. She did not report any injuries. The product involved in the complaint has been returned (per customer) for eval/investigation, but has not been received as of (B)(4) 2013. Therefore, no conclusions can be made as to the cause of the event. Should additional info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.